Event description:
It was reported that the non-pacer dependent patient was lost to follow up. It was noted that the implantable cardioverter defibrillator exhibited high impedance on the high voltage lead impedance channel. No device intervention was performed. No further information on patient condition.